Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Found reservoir first o-ring our of the groove overlapping on plunger. Unable to confirm if customer received reservoir in said condition due to customer returned opened and used.